Manufacturer narrative:
H10: one actual sample and a photograph were received for evaluation. With the fill cap removed, a visual inspection of the actual sample, with the naked eye and with magnification, did not identify any particulate matter (pm) in the fluid pathway of the container. However, based on the photograph, although not clear, a dark polymeric or cellulosic appearing pm was observed on the interior wall of the fill port. Therefore, the reported condition was not verified in the actual sample, however, was verified in the photograph. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter inside. This was identified during set-up. There was no patient involvement. No additional information is available.